Event description:
A caller reported experiencing a cartridge alarm 30 during the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the caller in properly loading a new cartridge, but the caller encountered additional issues from manually transferring insulin and lacked sufficient supplies. The caller attempted to resolve the issue independently before contacting tandem and planned to call back for further troubleshooting and help with setting up a replacement pump once home.